Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming ¿no disposable, pump won¿t run.¿ the pump settings had been reviewed (res vol 12.2 ml, cont rate 2 ml per hour, vol given 81.8 ml) before the pump had been powered off. The event occurred while in use.